Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was observed that the patient received inappropriate anti-tachycardia pacing (atp) due to conducted atrial fibrillation. An atrioventricular node ablation was performed, which resolved the event. The patient's condition was stable and there were no adverse consequences.